Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# unknown, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported when they attempted to get an MRI for the patient and when they checked the system, there was a contact with impedances greater than 40,000 ohms on the left side. The electrode was not being used for therapy. The patient wasn't having any therapy issues since the open electrode was not active in the programming. It was unknown what the cause of the high impedance issue but it "could be recent falls".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.